Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product could not be returned due to "product return letter should not be sent to competent authorities or regulatory entities." Therefore, no further investigation is planned. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading of "50-60 mg/dl" compared to a competitor brand meter and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced feeling "headache, dizziness, orientation problems," a seizure and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 166 mg/dl, was hospitalized, and provided an unspecified infusion and magnesium as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. An extended investigation was observed. Visual inspection was performed using a digital microscope on the returned puck. A damaged molex connector and cracks in the pcba were observed, a lifted antenna was also observed on the sensor. The sensor initial data was reviewed. To confirm the functionality of the returned sensor.: the sensor puck was placed into a fixture to check if the sensor could scan. However, the sensor could not scan within the fixture. The damages done to the sensor are responsible for the sensor being unable to scan. The damage seen to the sensor was done during de-casing according to the investigation. The damage done to the molex connector and the lifted antenna is common when damage occurs during de-casing. Considering that the damage to the sensor occurred during the de-casing process, and the sensor can no longer scan; further functional testing cannot be performed. This issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an bfarm user report which reported the following information: a low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading of "50-60 mg/dl" compared to an unspecified high blood glucose reading on an unspecified hcp meter at the pharmacy. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced feeling "headache, dizziness, orientation problems," a seizure and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 166 mg/dl, was hospitalized, and provided an unspecified infusion and magnesium as treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on the sensor patch. Data extraction was successful. The sensor was found in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Source measurement unit (smu) test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The returned battery was measured and was found to be within specification. Attempt to perform poise voltage and sensor thermistor testing was unsuccessful after the de-casing. An additional investigation was conducted on 18-mar-2026. A visual inspection on the returned device uncovered damage to the pcba component upon de-casing the sensor. When placed in a fixture for scanning, the sensor failed to operate, likely due to the observed physical damage. Consequently, no further functional testing could be conducted due to the sensor's inability to scan. Therefore, the issue is unable to be tested further. In addition, the dhrs (device history review) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an bfarm user report which reported the following information: a low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading of "50-60 mg/dl" compared to an unspecified high blood glucose reading on an unspecified hcp meter at the pharmacy. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced feeling "headache, dizziness, orientation problems," a seizure and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 166 mg/dl, was hospitalized, and provided an unspecified infusion and magnesium as treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care (adc) received an bfarm user report which reported the following information: a low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading of "50-60 mg/dl" compared to an unspecified high blood glucose reading on an unspecified hcp meter at the pharmacy. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced feeling "headache, dizziness, orientation problems," a seizure and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 166 mg/dl, was hospitalized, and provided an unspecified infusion and magnesium as treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The following sections have been corrected: b5: describe event or problem. D4: primary UDI number. G3: date received by mfg. H2: if follow-up, what type?. H6: health effect - clinical code. H11: additional mfg narrative. The reported product is not expected to be returned as the customer indicated product could not be returned due to "product return letter should not be sent to competent authorities or regulatory entities." Therefore, no further investigation is planned. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.